Event description:
It was reported that the procedure was to treat a moderately calcified, mid left anterior descending coronary artery (lad) with a de novo lesion that presented with 95% stenosis, as well as another lesion in the circumflex branch of the left coronary artery (lcx). The lcx was successfully treated with a 3.0x28mm xience prime drug eluting stent (des). Subsequently, a 2.75x33mm xience prime des was successfully implanted in the lad, however an edge dissection was noted at the distal part of the 2.75x33mm xience prime des. In order to cover the dissection, a 2.75x18mm xience prime was used. Post procedure stenosis of the lad was reported as 15%. There was no reported clinically significant delay in the procedure, and no adverse patient sequelae. No additional information has been provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the xience prime stent remains in the patient anatomy. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. Concomitant products: guide wire: balance middle weight universal ii; stent: 3.0x28mm xience prime.